Event description:
It was reported that for quite a while now, the handset that they have is asking for password and they are not able to access their therapy app. Agent had patient check if there's a sim card on the handset and patient confirmed there is. Agent had patient removed the sim card and reset the handset however, patient is not able to reset as password is required. Agent called services for assistance, and services agent mentioned that handset has to be replaced. Agent was not able to get the serial number of the handset as patient can't access anything on the handset. Agent sent a request to repair to replace the handset. Patient called back to ask assistance with pairing of their new handset. Agent directed the patient on pairing and turning their stimulations on. Patient reiterated information already documented on the previous case. Patient mentioned they charge every 2 to 3 days and also, they feel the vibration on their buttocks when sitting down. Patient also mentioned they see the bluetooth going in and out of the communicator. Agent noti ced communicator may not be charged and advised patient to charge their devices before use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: f11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called in stated that whenever they were charging the implant they turn off the stimulator, but now they cannot turn the stimulator as they cannot access the handset as it was asking for a password. Pt mentioned that they did not set any password to the handset. Pt mentioned that this is the 2nd time it happened. Agent reviewed information and transferred the call to sunmed for replacement.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called regarding the replacement status. Transferred to sunmed.